Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experiencing hyperglycemia. The customer had a reported blood glucose level of 471 mg/dl. Customer treated high blood glucose levels with manual injection of insulin. Customer states that they were okay to go through with troubleshooting. The infusion set had a bent cannula when removed from insulin pump. The pump was not returned for analysis.